Event description:
Pt's family member called in 2002 alleging that the pt's one touch basic meter was giving inaccurate low readings. Pt has been in hospital since 3 days ago. Pt's family member reports meter has been reading in normal ranges. No reading documented. Pt took reading then went out to eat with a relative. Some period later, pt had a heart attack. Family member mentioned that pt's doctor asked what the pt was doing about diabetes. Pt's family member alleged that part of the reason for the heart attack was due to the diabetes and the false reading from the machine. Unable to contact pt to obtain more info.